Event description:
The customer reported an unspecified "testing pa issue". Further information was provided that this case was opened only for local testing by philips; no problem was alleged. There was no adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported an unspecified "testing pa issue". There was no adverse patient impact reported.